Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report of "display blanks out" was related to the device losing ECG and prompting check pads. The customer's report of the device displayed a "check pads" message was observed in the device logs. Review of the device log shows several fault messages indicating poor coupling between the patient and the electrode pads being used. The device was put through extensive testing without duplicating the report. An internal inspection of the device found no discrepancies. It's important to note that the device electode pads were adjusted, according to the customer, and able to deliver a shock to the patient during the event without further complication. The electrode pads were not returned as part of the investigation. Electrode labeling states the importance of good placement on the patient and provides instruction for proper electrode application technique. Zoll recommends that patients are cleaned and hair is clipped prior to applying electrode pads to assure good coupling of electrode to skin contact. Poor adherance and/or air under the electrodes can lead to the possibility of arcing and skin burns. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a 59-year-old male patient, the device's display blanked out and then displayed a "check pads" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI # updated.